Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017 during which the surgeon noted ¿a loop of small bowel was densely adherent to the mesh and it could not be safely dissected off. The portion of the bowel adherent to the mesh was dissected. Dense adhesions were noted throughout the abdominal cavity, one which caused an internal hernia and imminent gangrene of the mid-small bowel.¿ it was reported that the patient experienced severe pain, bowel resection, lysis of adhesions, nausea, diarrhea, recurrence, scarring, disfigurement, loss of appetite and stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020.